Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that occlusion alarms occurred. System check was started with tandem technical support (tts), however, customer declined to complete the check. Customer resumed insulin therapy on the pump. Customer¿s blood glucose (bg) level was 563 mg/dl. Elevated blood glucose levels were addressed by manual insulin injection.